Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-04746. It was reported the pt was no longer feeling her stimulation, and the programmer was unable to increase the amplitude. The sjm rep met with the pt and was unable to resolve the issue with reprogramming. It was reported the impedance levels were within normal range. An x-ray was taken. F/u identified the physician may undertake surgical intervention to address the issue at a future date. Further f/u found the pt had checked into the hospital due to her pain.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.